Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples were draw-tested. From this testing it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced underfill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: when using a blood transfer device to transfer blood into the citrate tube the vauccum is not sufficient to draw enough blood into tube in line with or above the minimum fill line. The customer has to push down on the syringe plunger to transfer sufficient blood into tube.